Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. After removing and reconnecting all connections of anesthesia control board, the issue was resolved. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. After removing and reconnecting all connections of anesthesia control board, the issue was resolved.

Event description:
The hospital reported a system malfunction error that results in an inability to initiate mechanical ventilation. There was no patient involvement.